Event description:
The customer reported being in the emergency room due to high blood glucose of 348mg/dl. The customer mentioned that the insulin pump had a blank display. Troubleshooting could not be performed as the device did not turn on. Instructed the caller to remove the battery and to insert a new battery, but the anomaly continued. The customer stated that the battery has been out of the insulin pump for hours before calling. Advised the customer that the device would be replaced. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.